Manufacturer narrative:
Please note that initial reporter in section e is the patient's spouse. She did not provide as address. The catalog code provided (nxxxxx), represents an unknown precise stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: as reported, the patient passed away 11 months from an unknown cause after an unknown smart stent was implanted in the left iliac artery. Customer service received a phone call from a customer who reported that her husband is now deceased and to be taken off any tracking information cordis may have of him. The customer stated that the only reason why she is calling is because she doesn¿t want cordis trying to contact her. The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. Death is a known potential major adverse event associated with implanting stents and the progression of atherosclerotic disease. With the limited information provided, it is not possible to determine an actual type of death, especially whether it was related to the stent or not. However, as the stent was implanted in the left iliac artery 11 months prior to the patient¿s death, it is unlikely related to cordis stent based on the available information. It is not possible to determine if a relationship exists between the stent and the reported death. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failures could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, the patient passed away 11 months from an unknown cause after an unknown smart stent was implanted in the left iliac artery. Customer service received a phone call from a customer who reported that her husband is now deceased and to be taken off any tracking information cordis may have of him. The customer stated that the only reason why she is calling is because she doesn't want cordis trying to contact her.